Event description:
The pneumatic roto osteotome drill was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on internal components of the device.